Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a possible capture management high threshold and/or lead impedance warning, and that different thresholds were measured during the strength duration and manual threshold tests. Capture management was programmed off. No patient complications have been reported as a result of this event.